Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept. 26, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not turn on. The pt indicated that the alleged meter issue started over a week ago on an unspecified date/time while she was abroad in another country. The pt was supposed to be testing twice a day at the time and had no other means of testing her blood glucose. The pt stated that because she was unable to test, she stopped taking her glucophage medication while in another country. On another unspecified date, the pt reportedly developed symptoms of sweating and feeling weak. She did not take any actions to treat herself when the symptoms developed and denied receiving medical intervention. The pt did not have a replacement battery to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed she developed symptoms suggestive of hypoglycemia after the alleged meter issue started.